Event description:
IV pump alarmed "check set" frequently. No issues noted to tubing or pump. Tubing removed and replaced with new tubing, pump continued to alarm "check set". Infusion pump switched out and received same alarm "check set". Manufacturer response for infusion pump tubing, caresite IV set for outlook safety infusion system (per site reporter): in the process of notifying manufacturer.